Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The customer reported there no patient involvement.